Event description:
The customer contacted the siemens technical solutions center after obtaining discordant results on two patient samples (sid (B)(6) and sid (B)(6)) on a dimension vista 1500 instrument. Sid (B)(6) was tested for potassium (k), sodium (na), albumin, glucose, urea nitrogen, enzymatic creatinine, and c-reactive protein (crp) and the discordant results were reported to the physician(s). Sid (B)(6) was tested for potassium, sodium, calcium, carbon dioxide, albumin, glucose, alkaline phosphatase, alanine aminotransferase, enzymatic creatinine, lactate dehydrogenase, and total bilrubin and the discordant results were not reported to the physician(s). Sid (B)(6) was rerun on an alternate dimension vista instrument and the rerun results were reported to the physician(s). Sid (B)(6) was not rerun. During a review of the instrument files, it was discovered that the two patient samples and quality controls had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for aspartate aminotransferase (ast), a user-defined zinc method (xzin), iron, high density lipoprotein cholesterol (hdlc), direct bilirubin (dbil), triglycerides (trig), urea nitrogen (bun), and carbon dioxide (co2) resulted within range despite being dispensed onto other qc material. There were also qc results that were out of range for digoxin (digxn), lithium (lith), total protein (tp), acetominophen (actm), alanine aminotransferase (alti), enzymatic creatinine (ecrea), uric acid (urca), creatine kinase (cki), carbamazepine (crbm), lactate dehydrogenase (ldi), gentamicin (gent), total bilirubin (tbil), phosphorous (phos), cholesterol (chol), albumin (alb), calcium (ca), glucose (glu), amylase (amy), and alkaline phosphatase (alp). There are no reports of adverse health consequences due to the qc or patient samples being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.